Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the reported issues of a defective power button and power cable were confirmed. No issues were observed with the rlm module entering maintenance mode.

Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) was identified with multiple functional issues. The power button and power cable were reported to be defective. In addition, the remote link module (rlm) could not be placed into maintenance mode, either manually or using an interface cable. The issues were identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.